Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was returned in two sections as a result of a hypotube break located 23.4cm from the strain relief. The hypotube was kinked at various locations along the hypotube and also adjacent to the break site. This type of damage is consistent with excessive force being applied to the device during attempts to cross a lesion. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and mildly calcified middle of left anterior descending (lad) artery. A 20mm x 4.50mm taxus¿ element¿ stent delivery system was selected to treat the lesion but had difficulty to pass. They tried many times but the stent's shaft was broken into two parts. The procedure was completed the with a different device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and mildly calcified middle of left anterior descending (lad) artery. A 20mm x 4.50mm taxus element stent delivery system was selected to treat the lesion but had difficulty to pass. They tried many times but the stent's shaft was broken into two parts. The procedure was completed the with a different device. No patient complications were reported and patient's status was stable.